Manufacturer narrative:
(B)(4). This complaint for a crack/broken (problem code) was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. A root cause was not identified due to insufficient information. A batch review was not performed due to unknown lot number. A label review was not performed due to unsuspected user error. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A sample was requested. Should additional information become available, a follow-up MDR will be submitted.

Event description:
The homepatient (hp) reported that the transfer set was loose and cracked where it was connected. The hp was on the homechoice (hc) during fill 1 of 4. The technical service representative advised to call the nurse or hospital to see if it could be replaced.